Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device operated as intended during evaluation. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2012. During the procedure, the motor drive unit was stalling. The device would stall almost as it if were clogged, even though the surgeon was taking small bites and using good surgical technique. The procedure was completed with another like device. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Insufficient drive of disposable. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2012. During the procedure, the motor drive unit was stalling. The procedure was completed with another like device. There were no adverse patient consequences.